Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an 18mm amplatzer vascular plug ii was selected for implant. During device preparation, the device was prepare per IFU, but the cable connection was not checked. During procedure, the plug failed to advance in the delivery catheter at the time of release. The cable connection was not checked prior to attempted deployment. The plug came loose inside the catheter and the entire system was removed together. A new 14mm amplatzer vascular plug ii was successfully implanted. The patient was reported to be in good condition.

Manufacturer narrative:
The device was not returned for analysis. An event of premature separation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.